Event description:
N/a.

Manufacturer narrative:
As reported in a research article, virtual reality for preprocedural planning of valve-in-valve transcatheter aortic valve implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: virtual reality for preprocedural planning of valve-in-valve transcatheter aortic valve implantation.

Event description:
The article, "virtual reality for preprocedural planning of valve-in-valve transcatheter aortic valve implantation", was reviewed. The article presented a case study of a patient. It was reported that on an unknown date in 2013, an unknown size trifecta valve was implanted. It was then reported on an unknown date, the patient required a transcatheter valve-in-valve procedure with an unknown valve for severe aortic stenosis associated with the trifecta valve. The article concluded that virtual reality (vr) can be a valuable addition to the preprocedural planning of valve-in-valve transcatheter aortic valve implantation (viv-tavi) interventions, thanks to detailed three-dimensional visualization and precise measurements. Further studies are needed to assess the impact on patient outcomes. [The primary and corresponding author was christian jung, department of cardiology, pulmonology, and vascular medicine, medical faculty, university hospital and heinrich-heine university, duesseldorf, germany, with corresponding email: christian.jung@med.uni-duesseldorf.de].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature: virtual reality for preprocedural planning of valve-in-valve transcatheter aortic valve implantation.